Manufacturer narrative:
One device was received for evaluation. Visual inspection found a peeled downstream occlusion seal and a damaged air in line sensor. Functional and visual tests were performed and the reported issue was duplicated. The cause of the reported issue was unknown. As a result, the downstream occlusion seal and sensor were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Event description:
It was reported, that this was an out of box failure. The downstream occlusion seal was damaged. Per reporter, the device was recently repaired and was shipped to the customer on 01-oct-2024. The issue was found, during testing. There was no patient involvement.